Manufacturer narrative:
This is a report of a system error 2240 resulting from a leak which occurred when the heater bag became disconnected. The disconnection was due to patient error in not connecting the line and bag securely. The patient then reconnected the bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unknown cycle two of peritoneal dialysis therapy. The patient stated that the heater bag became disconnected and then they reconnected it. The heater bag leaked due to the disconnection. The technical service representative explained the alarm, assisted the patient to end therapy, and reviewed proper procedure,the patient started over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.